Manufacturer narrative:
No evaluation possible at this time. The detached section of the uniplanar screw tulip and/or the identifying lot number have not been provided. A supplied photo indicates the uniplanar screw in question remains anchored between two additional uniplanar screws. The pair continue to properly secure the rod on both sides of the screw in question.

Event description:
When the set screw was being torqued/final tightened, the tulip of the uniplanar screw fractured horizontally on the medial side. The detached section was removed and the uniplanar screw was left in patient.